Manufacturer narrative:
The lot number for the device was provided and a lot history review was performed. The device was not returned, however a photo was provided for review. The investigation is inconclusive for the reported break. The root cause could not be determined based upon available information. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0600540 chronic catheter allegedly experienced a break. This information was received from one source. One patient was involved and there was no reported patient injury. Patient information was not provided.